Event description:
Healthcare professional reported that after injection with 1 syringe of juvederm voluma xc, the patient developed "two bumps near eye on the orbital rim." As we as lumps, scar tissue and nodule at the left lower lid. Patient was treated with hyaluronidase and radiofrequency micro-needling. Follow-up with the injector provided the following information. Symptoms have not resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bumps, nodule and scar tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.